Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h11. H4: the lot was manufactured between october 25, 2023 - october 27, 2023. H11: the actual device was received for evaluation containing 96ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The folfusor was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication during infusion. After 48 hours of therapy time, it was observed that only about 20 ml of the expected 120 ml dose had been delivered. The device was filled with fluorouracil (5fu) and sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.